Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the electrode was found to have improper electrode positioning. The patient was summoned for further clarification and x-ray imaging was performed. Boston scientific technical services reviewed x-ray imaging and pdf data and observed electrode dislodgement. The shock vector was no longer properly covering the cardiac mass. Additionally fat tissue between the electrode and sternum was causing an elevated impedance, measuring at 125 ohms. Technical services believed that the current system positioning was causing an elevated risk on ineffective conversion. At the current position of the suture sleeve, it was unlikely that the electrode was properly fixated to the fascia. Regarding the orientation of the device, technical services believed the device likely have moved as well. Technical services recommended electrode revision to assure optimal energy delivery to the cardiac mass. There were no adverse patient effects reported. The electrode remains in-service. Additional information was provided, it was reported that after consultation with the physician in charge, the patient refused further surgery. The physician has informed the patient about the risks and arranged another appointment with him. There were no adverse patient effects reported and the electrode remains implanted.

Event description:
It was reported that the electrode was found to have improper electrode positioning. The patient was summoned for further clarification and x-ray imaging was performed. Boston scientific technical services reviewed x-ray imaging and pdf data and observed electrode dislodgement. The shock vector was no longer properly covering the cardiac mass. Additionally fat tissue between the electrode and sternum was causing an elevated impedance, measuring at 125 ohms. Technical services believed that the current system positioning was causing an elevated risk on ineffective conversion. At the current position of the suture sleeve, it was unlikely that the electrode was properly fixated to the fascia. Regarding the orientation of the device, technical services believed the device likely have moved as well. Technical services recommended electrode revision to assure optimal energy delivery to the cardiac mass. There were no adverse patient effects reported. The electrode remains in-service.